Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 02 years since the subject device was manufactured. Based on the results of the investigation, it is likely that both the malfunction occurred due to stress of repeated use, external factors, or handling. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the airway mobilescope exhibited the connecting tube had coating peeling and the indication on the connecting tube had a disappearing area. There were no reports of patient involvement.